Event description:
Report received from an international affiliate of an underdelivery. The report stated that the pump was programmed to deliver an unspecified parental nutritional support. No specific programming parameters were provided. "Parents reported that pump has alarmed that assigned quality of solution was delivery, but in the sack remained 200ml of the solution." There were no reported adverse patient effects. No medical interventions were required.